Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. The patient remains ongoing on vad support with no further issues reported. Infection is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook contain information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with shortness of breath, dyspnea on exertion, bilateral lower extremity swelling, and pain. It was discovered the patient had a +psar driveline infection. Infectious disease recommend vanc for six weeks and cefepime for an unknown duration. Coumadin was held for PICC placement and valsartan was restarted. CT chest/abdomen/pelvis without contrast was ordered to look for fluid collection. The patient was off heparin for a left leg angiogram with angioplasty and stent placement. Heparin and coumadin were resumed and plavix 75 mg x 30 days was started. The patient's last dose of cefepime was on (B)(6) 2019. The patient's discharge was pending a therapeutic inr. The patient was discharged with an inr of 2.1 on (B)(6) 2019 after a vanco infusion. Heparin was discontinued and the patient was sent home with medication. No further information was provided.